Event description:
It was reported that pre-op, when installing the blade before surgery, it was found that the blade could not rotate. The blade was a brand new and had just been unpacked. The procedure was extended by 2 mins and was completed with a backup product. There was no issue with other 4 pack. There was no damage on the blade or packaging. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that visually, the open pouch contained a tubing set and the device when returned. There was no damage or contamination noted on a tubing set. There was also no damage noted on the outer tube or the outer hub. However, there were traces of contamination found at the proximal end of the inner shaft. There were also indentions found on the chevrons. Functionally, the inner assembly spun by hand with slight binding. The device was locked into a handpiece and ran up to 7,500rpm in oscillating mode. There was excessive wobbling recorded during the functional test. For further analysis, the inner shaft was pulled out of the outer assembly, and it was noticed that the inner shaft was bent near the distal end of the inner hub. There was also traces of striations found near the bent shaft. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.